Manufacturer narrative:
Devices remains implanted.

Event description:
It was reported that two ozark screws fractured at c7 approximately 2 months post-operatively. Revision surgery has not been performed nor scheduled at this time. This report captures the first screw.

Event description:
It was reported that two ozark screws fractured at c7 approximately 2 months post-operatively. Revision surgery has not been performed nor scheduled at this time. This report captures the first screw.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device remains implanted in the patient. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog number, no adverse trends were identified. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. A root cause cannot be established with the information available. If additional information is received, the investigation will be reopened and updated.